Manufacturer narrative:
The system was examined and the reported event was confirmed (via event logs). The table top illuminator control and the lamp were both replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 5, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming illuminator controller and the lamp. However, how and when these components became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
A tabletop illuminator controller printed circuit board (pcb) was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The sample was installed into an illuminator module then installed into a calibrated system for functional testing. The sample was found to meet specifications (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A customer reported that a system displayed a system message and the illumination kept turning off during a procedure. The procedure was completed. There was no patient harm.